Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of the cardiac resynchronization therapy defibrillator (crt-d) system the patient was diagnosed with a deep vein thrombosis. The patient was started on anticoagulants. It was also reported that crt-d implant site incision had opened. The incision site was cleaned and taped closed. The crt-d system remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.